Event description:
Info received indicates the ground prong is loose on the power cord receptacle causing a loss of ground.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.